Event description:
Caller states the expiration date printed on the active test strip vial is missing the month portion. No adverse event reported. Requested return of suspect device and replacement sent.